Event description:
It was reported that the customer had received a failed to send notice on her glucometer. Customer's blood glucose level was 587 mg/dl. Customer took a shot and stated that she is closely monitoring her blood glucose level. Customer mentioned that this issue has happened once before and it started working again. Customer was transferred to the helpline. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.